Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported elevated blood glucose over three months. She was unclear if the settings were correct or what they should have been. The blood glucose reading at the time of the report was 139 mg/dl. She stated that around meal times the blood glucose reading had been 200-300 mg/dl. She stated that the bolus history was correct. Nothing further was reported.